Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator was externalized and the pocket was opened, debridement occurred and the pocket was washed and cleaned. No additional adverse patient effects were reported. The product remains in-service.